Manufacturer narrative:
(B)(4). B1 adverse event and/or product problem - additional. B2 outcomes attributed to adverse event - additional. B5 describe event or problem - additional. H1 type of reportable event - correction. H2 correction/additional information. H6 health effect - impact code - correction to remove code 4613 minor injury/ illness / impairment from the initial MDR. H6 health effect - impact code - additional. H6 health effect - clinical code - correction to remove code 2418 loss of consciousness from the initial MDR. H6 health effect - clinical code - additional. H6 investigation conclusion - additional.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the abdomen, which is off-label usage of the device, on (B)(6) 2025. On (B)(6) 2025 around 3:00am, the patient's hand was shaking and they were reportedly going to pass out. The cgm was 180 mg/dl while the bg was 36 mg/dl; the patient drank 8 ounces of apple juice and 16 ounces of fanta pineapple soda. Afterwards, the patient felt okay. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation found a difference in values that fall within the d zone of the parkes error grid. No additional patient or event information is available.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen, which is off-label usage of the device, on (B)(6) 2025. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation found a difference in values that fall within the d zone of the parkes error grid. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).